Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials false positive results were obtained. Confirmatory gram stain and sub culture were performed. Results were not reported. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about false positive occurring with the use of bactec bottle. According to the customer¿s report, it seems unlikely that this false positive issue occurred from high background due to samples or other factors. What confirmatory testing was performed that determined the results were erroneous? -> after gram and sub culture, they decided negative. Were any erroneous results reported to the doctors? -> no

Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials false positive results were obtained. Confirmatory gram stain and sub culture were performed. Results were not reported. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about false positive occurring with the use of bactec bottle. According to the customer¿s report, it seems unlikely that this false positive issue occurred from high background due to samples or other factors. What confirmatory testing was performed that determined the results were erroneous? After gram and sub culture, they decided negative. Were any erroneous results reported to the doctors? No.

Manufacturer narrative:
Investigation summary: customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required.